Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis determined there was a hole in the internal pump tube which allowed drug to leak into the motor containment area. Analysis identified fluid/crystallized residue on the feedthru posts which leads to an electrically conductive pathway in and around the pump motor circuit and is consistent with an electrical short. During dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during 1 of 2 tests. Please note that dispense testing in the lab is not designed to fully replicate the clinical experience. H6: conclusion code 25 applies to the motor stalls, tube breach findings, and fluid/crystallized residue on the feedthru findings. Conclusion code 4315 applies to the failed dispense accuracy testing findings. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis determined there was a hole in the internal pump tube which allowed drug to leak into the motor containment area. During dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during 1 of 2 tests. Please note that dispense testing in the lab is not designed to fully replicate the clinical experience. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving compounded baclofen (unknown concentration at 130 mcg/day) via an implantable pump. The patient's medical history included cerebral palsy. It was reported the parents of the patient notified the neurosurgery department after hearing the critical pump alarm. The first motor stall occurred on (B)(6) 2020 and lasted for only 5 minutes; the patient did not become aware. On (B)(6) 2020, the patient heard the alarm at night. On (B)(6) 2020, they went to the hospital to check the pump. The neurosurgeon checked the logs, which showed a total of 5 short-term motor stalls. No demonstrable reason was found for the issue. The patient was hospitalized and the pump was replaced on (B)(6) 2020. It was indicated before the explant a 6th motor stall occurred. The issue was resolved and the patient status was alive - no injury. The pump would be returned. There were no reported symptoms. Further complications were not reported. Images of a physician programmer were provided, indicating motor stall occurred on (B)(6) 2020 at 11:30 with a recovery at 11:35, on (B)(6) 2020 at 03:21 with a recovery at 03:32, on (B)(6) 2020 at 00:10 with a recovery at 00:17, at 03:01 with a recovery at 03:06, and at 11:12 with a recovery at 11:23.